Event description:
Patient reported the ok button on the infusion device is non-functional. Patient stated there are no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can not be verified due to mishandling of the product. Result main findings: the soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered the pump electronics and the buttons. The resulting short circuit damaged the pump electronics and the buttons. Consumables: n/a the problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.